Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 303 mg/dl. Customer's current blood glucose value: 429 mg/dl. Customer¿s other blood glucose value was 312 mg/dl. The customer experienced symptoms such as lethargic. The customer was treated with insulin pump for high blood glucose levels. Customer was using insulin pump system within 48 hours of reported event. Customer did not allege that the insulin pump was under delivering. The insulin pump passes the self-test. Troubleshooting was performed and the product is not expected to be returned for analysis.